Event description:
The customer stated "there is a stitching problem." He reported that there is something wrong with auto stitching/assembling of images. The first stitching composite image, the leg shows that it seems to be broken then after a few hours, a second x-ray is taken and it looks like it is not.

Manufacturer narrative:
The field svc engineer investigation identified that the physician was not using the system correctly, analyses of the images used on this site shows that the ruler is partly outside the collimation and was tilted with respect to the detector. The result of that is that the ruler cannot be detected reliably and the horizontal compensation for pt movement can be affected negatively. As part of the automated stitching workflow, it is important that the physician reviews the individual images against the composite image. The physician has been retrained. (B)(4).